Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported that it was discovered post operatively the custom maxilla plates were broken. There will be a revision surgery to remove the broken plates.

Manufacturer narrative:
The reported event of broken plates could be confirmed: the returned plates show fractures.the macroscopic appearance points to exceeding the material strength. The x-ray provided by the customer showed that the plates were implanted as per the design proposal. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any design, material or manufacturing related issue.

Event description:
It was reported that it was discovered post operatively the custom maxilla plates were broken. There will be a revision surgery to remove the broken plates.